Event description:
The device was used during a lung resection. Reportedly, after firing, a piece of the anvil disengaged into the pt and the anvil was noted to be bent. The piece was retrieved. No pt injury was reported.